Event description:
It was reported that during the thrombectomy precedure, difficulty was encountered removing the oasis thrombectomy catheter. Following catheter advancement over the radiofocus guidewire, the device became stuck. The catheter was removed and a new device was used to complete the procedure. No pt injuries or complications were reported. The pt's status was reported as "good".